Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One imp,tsv,4.1mm,sbm,13 (tsv4b13) was returned for investigation. Visual inspection of the returned product identified wear and debris about the implant threads and mount base. Functional testing was performed for the returned product and it was determined that both the mount screw and mount could be easily removed with hand tools. Additional debris was found at the mount hex and internal implant hex. The returned x-rays show the patient's surgical site months after the implant was replaced, and two images of the implant with a mount attached. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported the implant body cannot be removed from the delivery mount. Another implant was placed. The reported event is unconfirmed following functional testing of the product. A definitive root cause for this complaint could not be determined. The following sections have been updated: device available for evaluation change ¿no' to 'yes'. Device evaluated by manufacturer: change ¿no' to 'yes' .

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that the transfer mount could not be disengaged from the implant after placement. Another implant was used to complete the procedure.